Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that sometime in the past the patient was treated with another manufacturer¿s stent graft, details are unknown. The patient was compliant with regular follow up appointments. It was reported that the patient presented emergently approximately ten year post index procedure with a contained rupture. The stent graft had migrated 10 cm below the renal arteries. The patient has a type iii endoleak, separation of the aneurx bifurcated stent graft and the other manufacturer¿s stent graft. The aneurysm had grown from 6 to 9/10 cm since their last visit. The proximal aortic neck is currently at 31-33-34mm in diameter. There also is a suboptimal proximal seal with the other manufacturer¿s aortic cuff. The physician did not know the cause of event. The following day, the patient was successfully treated with an endurant 36x16x166 and a 16x20x156. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).